Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited episodes of over-sensed noise. During the procedure, it was noted that the ra lead and the right ventricular (rv) lead had damage/fracture. The ra and rv leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of fracture was not confirmed by analysis. As received, a partial lead was returned in two pieces. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical tests did not find any indication of conductor fractures. However, an internal short was noted between conductor paths due to procedural damage to the inner insulation. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to device can.